Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient inserted a new sensor in the arm, and experienced sensor failure during the warm up period, and decided to remove the sensor. Upon sensor removal, the sensor wire was missing from the sensor pod. On the same night, the patient went to the emergency room (ER) and had an x-ray which showed no evidence that the sensor wire was retained under the skin. The patient confirmed she did not have any foreign body symptoms, but she was prescribed oral antibiotic medication prophylaxis (keflex 500 mg, three times per day for five days). The patient was discharged home about three hours later ((B)(6) 2025 at 1:00 am) and she was doing well. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. G7 wearable were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goose necking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. The applicator product was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The probable cause could not be determined. No additional patient or event information is available.